Manufacturer narrative:
An ultraflex distal release esophageal stent system was returned for analysis. Visual examination of the returned device found that the stent was partially deployed by 12mm. No issues were noted with the profile of the remaining crocheted section of the device and no kinks were noted along the delivery shaft. Device analysis determined that the condition of the returned device was consistent with the complaint incident as the stent was received partially deployed. This was likely due to procedural or anatomical factors encountered during the procedure such as tortuous anatomy or maneuvering of the device. Therefore, the most probable root cause for this complaint is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A labeling review was performed and from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a 15cm ultraflex distal release esophageal stent was used during an esophageal stenting procedure performed on (B)(6) 2015. According to the complainant, the stent was to be placed to treat a 9cm lesion in the middle esophagus. The physician placed a 0.035¿ guidewire across the stricture. During the procedure, there was difficulty crossing the stent through the stricture and the catheter bent. The physician decided to remove the stent and replace the guidewire with a 0.038¿ guidewire. The physician experienced difficulty withdrawing the stent and delivery system, and the stent partially deployed at the distal end. The partially deployed stent was removed from the patient. The procedure was completed with a 12cm ultraflex esophageal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿doing well.¿

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Reported event of catheter difficult to remove. Reported event of stent partially deployed. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a 15cm ultraflex distal release esophageal stent was used during an esophageal stenting procedure performed on (B)(6) 2015. According to the complainant, the stent was to be placed to treat a 9cm lesion in the middle esophagus. The physician placed a 0.035¿ guidewire across the stricture. During the procedure, there was difficulty crossing the stent through the stricture and the catheter bent. The physician decided to remove the stent and replace the guidewire with a 0.038¿ guidewire. The physician experienced difficulty withdrawing the stent and delivery system, and the stent partially deployed at the distal end. The partially deployed stent was removed from the patient. The procedure was completed with a 12cm ultraflex esophageal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿doing well¿.